Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor, battery tube, and vibrator assembly. No moisture damage was found on the keypad assembly. We were unable to perform the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. We were unable to verify the max fill reached alarm due to the blank display. The pump was received with a cracked reservoir tube lip, broken battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that when the insulin pump was rewinding and priming last night, the insulin would not push out. Customer got the max fill reach alarm but did not get a no delivery alarm. Customer stated that there were no drops at all when she was priming. Customer manually pushed with the plunger and the insulin was able to exit easily. Customer's blood glucose was 211 mg/dl at the time. Customer was assisted in performing the displacement test. Customer stated that the piston is meeting the back of the reservoir. Customer was advised the dome sticker is missing but the drive support cap is recessed. Customer stated that the screen is getting really hard to see and the pump had moisture in the battery compartment. Customer stated that there is fluid in the battery compartment and there were wet spots behind the screen. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.